Event description:
Related manufacturer report number: 2017865-2022-06251. It was reported that both the atrial and right ventricular leads exhibited oversensing. Both were explanted and successfully replaced. The patient was stable following procedure but it was unknown whether any adverse consequences were suffered as a result of this issue.